Event description:
Complaint received from pt that alleges "tread worn off on heel causing (B)(6) to fall and fracture his wrist." Questionnaire not received from clinician and/or pt. Device not returned to MFR for eval. No indicated event caused or contributed to permanent impairment, serious injury or death.